Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Report received indicated that t-wave oversensing (twos) was noted on stored egm of episode where shock was delivered. The twos was seen post biventricular (biv) pacing, intermittently. The right ventricle tip to coil was checked and twos persisted. The device is in use. No patient complications have been reported as a result of this event.